Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during pulse generator change out, loss of capture occurred when using diathermy. The patient had no underlying rhythm. After programming to unipolar pacing capture was obtained. The resulting atrial lead impedance was less than 200 ohms in both configurations. Upon opening the pocket, an insulation breach of the atrial lead was ob- served. The lead was removed and replaced.